Event description:
A malfunction alarm was reported with code malf 12, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it, with the malfunction not recurring afterward. The customer was advised to continue using the pump and to report any recurring issues.